Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Additional information: it was reported the patient remained not recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain and turbid dialysates. It was reported that on the same date as onset, the patient visited the hospital, however it was not specified if they were hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics (dose and frequency not reported). At the time of this report the patient had not recovered. Capd therapy was ongoing. No additional information is available.